Event description:
The reporter stated that on an unknown date, the patient went to the hospital for pneumonia. On (B)(6) 2013, a catheter was inserted into patient's back of hand. The insertion was successful. On the morning of (B)(6) 2013, leakage was found before catheter flushed. Scissors was used to cut dressing, but found the catheter was lost. The lost catheter was not found around the child. X-ray was performed, no catheter was found. Then a second examination was performed at another hospital but was also unsuccessful in finding the missing catheter. The patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Device history review was conducted and no anomalies noted.